Event description:
It was reported that the device was removed due to infection. No further information was provided. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; catheter: model: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011.